Event description:
It was reported that a patient underwent a c-section procedure in november 2022 and suture was used. During the procedure, it was reported that the sutures are snapping/ detaching at the base of the needle. There have been approximately 20 sutures over a 4 week period that have now been affected dates of events unknown and quantities per event unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No. When were the sutures snapped/detached at the base of the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During removal from package and/or during use on the patient. It was reported there have been approximately 20 sutures over a 4 week period, if available please provide more details: (this amount has now increase to approximately 35 sutures). What is the total number of products involved in each event? Approximately 1 sutures per theatre case. What is the total number of procedures? 35 (approximately 2 cases per day - workload depending). Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please provide the following information for each patient event. What was the name of the procedure? Caesarean section. What was the procedure date? Multiple dates since november 2022. Was there any adverse consequence associated with the patient? No. Please provide the lot number: skmmmz & sjmuba. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m possible lot: skmmmz & sjmuba.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: sjmuba expiration date: jul/31/2025 date of mfg.: aug/31/2022. Skmmmz expiration date: aug/31/2025 date of mfg.: sep/22/2022. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified.